Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per unknown reasons the patient received a revision. Revision invoice displays that femoral component and knee insert where revised. No reference to tibia components being revised. Case#: (B)(6). Additional information reason for revision was painful knee.